Event description:
It was reported that initially (for 6 months) the pt had good benefit with the vibrant soundbridge. On (B)(6) 2011 dizziness and an acute hearing loss occurred. Then the pt did not have any benefit from the vibrant soundbridge anymore. The pt was explanted on (B)(6) 2012 and reimplanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.